Manufacturer narrative:
E1: (B)(6) hospital. An evaluation of the returned device revealed that the probe broke 16 mm from the tip. There were scratches around the broken part of the probe and the probe coating around the scratches had peeled off. Observation of the fractured surface of the probe noted that the fracture progressed from the scratch on the probe. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported that during a laparoscopic-assisted distal gastrectomy, the probe of the subject device broke and fell into the patient's body and was retrieved. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2 and information received through follow up. Additionally, the following information received through follow up was inadvertently left out. It was reported the intelligent tissue monitoring (itm) was on. The connection to the generator was not inspected. No transducer cords and/or other medical equipment (e.g. Electrocardiograph) cords are tied together. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the breakage of the probe which led to recovery of the subject device occurred by the following. 1)during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2)scratches were generated on the probe. Also, the probe coating was peeled off. 3)a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4)a force was applied to the probe causing it to break. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.